Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement and a lead safety switch occurred. Technical services (ts) discussed there was no noise and presenting electrogram (egm) showed good sensing in unipolar. Ts recommended in office lead evaluation. This lead remains in service. No adverse patient effects were reported.